Event description:
Damage to the pump housing and usb port was reported by the caller, impacting the ability to charge the device, although the pump had not shut down as a result of the issue. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the damaged pump and instructed the caller on how to return the faulty pump using a pre-paid label and to use the pump¿s storage mode prior to the return. The customer acknowledged the instructions and confirmed the shipping address.